Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: into uterus'), device breakage ('device breakage'), menorrhagia ('menorrhagia'), sjogren's syndrome ('autoimmune disorder type of disorder: sjogren's syndrome'), arthralgia ('joint pain') and neuropathy peripheral ('neurological conditions or problems type: neuropathy') in an adult female patient who had essure (batch no. 626347) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "coil in right tube was difficult to place". The patient's concurrent conditions included fibromyalgia and hypothyroidism. Concomitant products included ibuprofen since 2015, levothyroxine since 2010, oxycodone hydrochloride;paracetamol (percocet) since 2015, tizanidine and topiramate since 2018. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), sjogren's syndrome (seriousness criterion medically significant), arthralgia (seriousness criterion medically significant), neuropathy peripheral (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)/ vaginal blood clot"), headache ("headaches"), migraine ("migraines"), dizziness ("dizziness"), pelvic pain ("pain"), vision blurred ("vision/eye problems type: foggy vision"), oedema peripheral ("other injury(ies) or complication (s) please describe: edema to extremities"), abdominal distension ("abdominal swelling"), loss of libido ("lack of libido"), abdominal pain lower ("lower right abdominal pain"), pain ("chronic pain"), irritable bowel syndrome ("irritable bowel syndrome") and scoliosis ("mild back pain from scoliosis") and was found to have weight increased ("weight gain/ loss (specify which one) gain > 60 lbs"). The patient was treated with surgery (ablation and hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)) and nerve blocks,trigger point injections. Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, device breakage, menorrhagia, sjogren's syndrome, arthralgia, neuropathy peripheral, vaginal haemorrhage, headache, migraine, dizziness, pelvic pain, vision blurred, loss of libido, abdominal pain lower, pain, irritable bowel syndrome and scoliosis outcome was unknown and the weight increased, oedema peripheral and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain lower, arthralgia, device breakage, device expulsion, dizziness, headache, irritable bowel syndrome, loss of libido, menorrhagia, migraine, neuropathy peripheral, oedema peripheral, pain, pelvic pain, scoliosis, sjogren's syndrome, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : arthritis, sjogren's syndrome disease, migraine ,headache, pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Event outcome were updated to recovering: edema to extremities ,abdominal swelling and weight gain. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: into uterus'), device breakage ('device breakage'), menorrhagia ('menorrhagia'), sjogren's syndrome ('autoimmune disorder type of disorder: sjogren's syndrome') and neuropathy peripheral ('neurological conditions or problems type: neuropathy') in an adult female patient who had essure (batch no. 626347) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "coil in right tube was difficult to place". The patient's concurrent conditions included fibromyalgia and hypothyroidism. Concomitant products included ibuprofen since 2015, levothyroxine since 2010, oxycodone hydrochloride;paracetamol (percocet) since 2015, tizanidine and topiramate since 2018. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), sjogren's syndrome (seriousness criterion medically significant), neuropathy peripheral (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)/ vaginal boold clot"), headache ("headaches"), migraine ("migraines"), dizziness ("dizziness"), pelvic pain ("pain"), vision blurred ("vision/eye problems type: foggy vision"), oedema peripheral ("other injury(ies) or complication (s) please describe: edema to extremities"), abdominal distension ("abdominal swelling"), loss of libido ("lack of libido"), abdominal pain lower ("lower right abdominal pain"), pain ("chronic pain"), arthralgia ("joint pain"), irritable bowel syndrome ("irritable bowel syndrome") and scoliosis ("mild back pain from scoliosis") and was found to have weight increased ("weight gain/ loss (specify which one) gain > 60 lbs"). The patient was treated with surgery (ablation and hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, device breakage, menorrhagia, sjogren's syndrome, neuropathy peripheral, vaginal haemorrhage, headache, migraine, dizziness, pelvic pain, vision blurred, weight increased, oedema peripheral, abdominal distension, loss of libido, abdominal pain lower, pain, arthralgia, irritable bowel syndrome and scoliosis outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, arthralgia, device breakage, device expulsion, dizziness, headache, irritable bowel syndrome, loss of libido, menorrhagia, migraine, neuropathy peripheral, oedema peripheral, pain, pelvic pain, scoliosis, sjogren's syndrome, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : arthritis, sjogren's syndrome disease, migraine ,headache, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jul-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: into uterus'), device breakage ('device breakage'), menorrhagia ('menorrhagia'), sjogren's syndrome ('autoimmune disorder type of disorder: sjogren's syndrome') and neuropathy peripheral ('neurological conditions or problems type: neuropathy') in an adult female patient who had essure (batch no. 626347) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "coil in right tube was difficult to place". The patient's concurrent conditions included fibromyalgia and hypothyroidism. Concomitant products included ibuprofen since 2015, levothyroxine since 2010, oxycodone hydrochloride;paracetamol (percocet) since 2015, tizanidine and topiramate since 2018. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), sjogren's syndrome (seriousness criterion medically significant), neuropathy peripheral (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)/ vaginal blood clot"), headache ("headaches"), migraine ("migraines"), dizziness ("dizziness"), pelvic pain ("pain"), vision blurred ("vision/eye problems type: foggy vision"), oedema peripheral ("other injury(ies) or complication (s) please describe: edema to extremities"), abdominal distension ("abdominal swelling"), loss of libido ("lack of libido"), abdominal pain lower ("lower right abdominal pain"), pain ("chronic pain"), arthralgia ("joint pain"), irritable bowel syndrome ("irritable bowel syndrome") and scoliosis ("mild back pain from scoliosis") and was found to have weight increased ("weight gain/ loss (specify which one) gain > 60 lbs"). The patient was treated with surgery (ablation and hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, device breakage, menorrhagia, sjogren's syndrome, neuropathy peripheral, vaginal haemorrhage, headache, migraine, dizziness, pelvic pain, vision blurred, weight increased, oedema peripheral, abdominal distension, loss of libido, abdominal pain lower, pain, arthralgia, irritable bowel syndrome and scoliosis outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, arthralgia, device breakage, device expulsion, dizziness, headache, irritable bowel syndrome, loss of libido, menorrhagia, migraine, neuropathy peripheral, oedema peripheral, pain, pelvic pain, scoliosis, sjogren's syndrome, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: arthritis, sjogren's syndrome disease, migraine, headache, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2019: pfs received. Lot number and lab data added. Concomitant medication and condition added. Events : migration of essure device location of device: into uterus, device breakage, autoimmune disorder type of disorder: sjogren's syndrome, menorrhagia, abnormal bleeding (vaginal)/ vaginal blood clot, headaches, migraines, neurological conditions or problems type: neuropathy, dizziness, pain, vision/eye problems type: foggy vision, weight gain/ loss (specify which one) gain > 60 lbs, other injury(ies) or complication (s) please describe: edema to extremities, abdominal swelling, lack of libido, lower right abdominal pain, chronic pain, joint pain, irritable bowel syndrome, mild back pain from scoliosis, coil in right tube was difficult to place were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.